Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor was exhibiting long false episodes due to undersensing. The situation did not reoccur; no intervention was performed and the patient would continue to be monitored. No further information was available.